Event description:
The device and leads were returned to the manufacturer from the funeral home. The cause of death was listed as natural, the primary cause was cardiogenic shock, and the secondary cause was listed as sepsis. Additional information requesting the source of the sepsis was made, but is unknown.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis.